Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2013. Reimplantation is planned but had not taken place at the time of this report. It was also reported that the patient was treated with antibiotics (type, dosage and date not reported).this report is filed november 28, 2013.

Event description:
Per the clinic, the patient developed an infection at the impact site, subsequent to sustaining a head trauma which resulted in an open wound. Additional information has been requested, but was not available at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.